Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with manual shots. The customer stated that they changed their infusion sets and their blood glucose levels starting rising. The customer removed the sets and realized the cannula was bent. The customer was assisted with troubleshooting but the insulin pump did not pass the high pressure test. The customer returned the product for analysis.